Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for scheduled follow up. Upon interrogation of the pulse generator, it was discovered that the right ventricular lead exhibited high pacing impedance and high capture threshold. It was suspected that this was caused by fibrosis or sinoatrial exit block. On (B)(6) 2019, the right ventricular lead was capped and replaced successfully. No patient symptoms were reported and the patient condition remained stable during and post procedure.